Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event., corrected data: "no" should be "returned to manufacturer on 10/14/2016".

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 devices reverted back to defaults. The wifi no longer was able to connect to the hospital wifi. Customer confirmed that the wifi and alarm settings were reverted back to defaults. There were no communication of the units to the server network. No known impact or consequence to patient.